Event description:
A 3.0mm diameter x 15mm length medtronic ave s670 over-the-wire stent was inserted into the left anterior descending artery. The target lesion was not pre-dilated prior to insertion of the device. The stent delivery system was unable to cross the heavily calcified distal lesion. Upon removal of the stent delivery system, it was reported that the stent caught on a shelf of calclum causing the stent to dislodge from the stent delivery balloon. The undeployed stent was snared and removed from the pt successfully. The instructions for use were not followed, when the lesion was not pre-dilated prior to the insertion of the device. There were no pt complications and no additional clinical sequelae reported relative to the event.